Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 cubies e1, c5, c6, b4, b5 were not showing up and required maintenance. A field service engineer (fse) arrived on site to address multiple pocket detection failures in main drawer 3.1. After powering down the station and inspecting the bus cable, the rear cover was removed, and all connections were reseated. Diagnostics and hardware tests were performed, confirming drawer functionality. The fse worked with customer, who prepared a spare drawer for replacement in the ER cardiac station. The drawer was removed from the pharmacy and reinstalled in the ER, with all pockets tested and verified operational. The fse later returned to replace the half-height drawer, packaged it, and shipped it out, completing the work with pharmacy. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 cubies e1, c5, c6, b4, b5 were not showing up and required maintenance the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.